Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 08/12/2014. Evaluation results show the seat was ripped/torn.MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the upholstery has ripped by the rivets.